Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a melted or scorched component and the patient was burnt. No further information available.

Manufacturer narrative:
Additional information evaluation summary: one vlft10gen was received for evaluation. The returned sample did not meet specification as received by medtronic. The customer reported that the unit had a melted or scorched component and the patient was burned. The reported condition was not confirmed. No errors which could cause a patient burn are shown. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.